Event description:
The customer reported that the sys had a communication error and locked up. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The 5 volt power supply was adjusted and the connectors were reseated during the svc call. The sys was tested and found to be working as intended and put back into svc.